Event description:
Boston scientific received information that in the past, this pacemaker undersensed ventricular activity, resulting in a paced beat that initiated ventricular tachycardia. The patient was admitted to the hospital with seizures. This was thought to be corrected by reprogramming the sensitivity parameters, but the patient went on to have further symptoms and on two occasions was fully resusitated. The device was programmed off and was later replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received that this device is still implanted, although therapy has been electrically deactivated. No further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received regarding this issue. The patient had a long history of nocturnal wenckebach and syncopal events. On (B)(6) 2010, the patient was hospitalized following a seizure. Pacemaker interrogation showed atrial and ventricular undersensing that resulted in a paced beat on the t-wave, which led to 15 seconds of polymorphic ventricular tachycardia (vt). Sensitivity parameters were reprogrammed and this was thought to resolve the issue. In late (B)(6) 2010, the patient was hospitalized for 11 days. The patient said he had been in a coma due to a paced beat on the t-wave that caused polymorphic vt and led to ventricular fibrillation (vf) arrest. At that time, the patient opted to have the pacemaker deactivated, and discuss further with the physician in (B)(6). At the (B)(6) 2011 appointment, the patient reported having had one dizzy spell but no further episodes. The patient's 12-lead ECG was normal. In (B)(6) 2011, a 24-hour monitor was arranged, as well as cardiopulmonary exercise tests. The 24-hour monitor showed sinus rhythm with a slight alteration in p-wave morphology. There was no indication that the patient needed pacemaker therapy, so the pacemaker was kept deactivated. In (B)(6) 2011, the patient reported that he continued to have dizzy spells that followed a fairly typical pattern. ECG and exercise tests showed no evidence of cardiac arrhythmia or myocardial ischemia. The pacemaker was kept deactivated, as the patient was not keen on having the system revised, and they would review again in six months. At a follow-up in (B)(6) 2011, a save to disk was done and it was later forwarded to boston scientific engineers. The available information was limited, and a reset counter was not included. The files showed the device was in vvi mode with unipolar pace and bipolar sense, the lrl is 30ppm, the v-amp is at 0.1v, the v-pulse width is 0.40ms, the v-sense is 0.25mv and the fallback mode is vdi. No further information is available.